Event description:
During an implant procedure, the lead was unable to connect to the device header due to an alleged header anomaly. Furthermore, an increased pacing impedance, oversensing, and undersensing were observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of header anomaly, connection problem, impedance anomaly, and sensing anomaly were not confirmed. As received the device header was normal and no anomalies were noted. The lead bore parameters were measured and were within specification. The device was in normal range of operation. Analysis of the device image was performed and no anomalies were noted. Further electrical testing was performed and no anomalies were noted. A longevity assessment was performed and the device was found to have normal battery depletion based on usage.